Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? During dissection of a vessel (vats lobectomy) it was excessive force necessary for the 4th firing stroke (retraction of the knife). The distal part of the staple line showed unformed staples, the proximal staples were properly formed. Also the vessel was properly stapled and cut as the tissue was only in the proximal part of the jaws. The device could be removed from tissue without any problems. However, it was noticed that the jaws were only half way open after finishing the complete firing sequence. There were no negative consequences for the patient. The surgeon used the same ec45a to finish the procedure and no other anomalies occurred with this device.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, after the fifth reloading, misformed staples, could not be opened correctly. The knife did not remove correctly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device and one reload were discarded.